Event description:
The customer reported that fluoroscopy is not possible.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.